Event description:
It was reported that the patient underwent a replacement procedure of the implantable pulse generator (ipg) for an unknown reason. No additional information has been obtained despite several good faith efforts.